Event description:
It was reported that tip detachment occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 185cm pt2 guidewire was selected for use. The wire was attempted to be advanced up the radial artery; however, while advancing the wire, the transition of the floppy tip to the stiffer portion of the wire was fractured. The device was retrieved with a snare. A new pt2 guidewire was then used; however, when the insertion was attempted, the new guidewire tip also fractured. A replacement wire of a different type was used, and the procedure was completed successfully. Following the procedure, while the third pt2 wire was examined in the control room, the tip of the guidewire was fractured. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 185cm pt2 guidewire was selected for use. The wire was attempted to be advanced up the radial artery; however, while advancing the wire, the transition of the floppy tip to the stiffer portion of the wire was fractured. The device was retrieved with a snare. A new pt2 guidewire was then used; however, when the insertion was attempted, the new guidewire tip also fractured. A replacement wire of a different type was used, and the procedure was completed successfully. Following the procedure, while the third pt2 wire was examined in the control room, the tip of the guidewire was fractured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with its original pouch; overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was visually, microscopically, and dimensionally examined. The reported guidewire fracture was confirmed as both proximal and distal sections were observed detached.